Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is back on the pump and it is not allowing him to bolus. Customer stated that the pump was not working. The customer's blood glucose level was 110 mg/dl. Customer will be sent a replacement battery cap. Customer was unable to troubleshoot any of the alarms due to him being unaware when and what happened. Customer wanted to send the pump in to have it repaired. Customer stated that he has two pumps. Customer will look for his 530g and call back if he finds it. No add'l info provided.